Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis was unable to duplicate the reported event, during a five-day long-term test, there were no switch-off events noted. The main board and display were inspected, no observations. The lead flex and output connectors were inspected, no observations. The upper and lower cases were inspected, no observations. The device was checked and calibrated and device was cleaned. Device conforms to specifications. (B)(4)

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the patient's bedside monitor was alarming for asystole, no ECG trace or arterial trace. Patient had been previously paced in ddd mode at 90 bpm. The epg was now off, there had been no previous flashing battery sign to indicate a low battery and no one had altered the pacing. The epg initially would not turn back on. The patient was immediately put on a new epg and was paced in ddd mode. The old epg was then turned on and was working, no sign of low battery. There were no signs of external damage and the low battery indicator was not displayed. The epg was returned to the manufacturer for servicing and analysis. No further patient complications were reported as a result of this event.